Event description:
The customer reported that the needle will not inject. It seems there is an issue at the connection between the hub and the needle. When the sample was received for eval, the needle was not attached to the hub.

Manufacturer narrative:
Submit date: (B)(4) 2011. The device history record (DHR) for this lot number was reviewed and indicated that the product was released upon accomplishing all quality requirements. One used sample was received by the mfg facility for eval. The sample was examined and the cannula was missing. The crimp was examined and found to be acceptable. A root cause for the missing cannula could not be determined based on the sample eval. An improvement to the crimping process was completed in (B)(4) 2009 as part of our continuous improvement process. The improvement allowed a more robust set-up of the crimp. This improvement was completed after the production of the returned sample. Prior to lot release, it must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. This lot met all acceptance requirements prior to release for distribution. Internal quality records to not indicate that corrective action is required at this time. This report will be used for tracking and trending purposes.